Event description:
Patient (pt) called back in stating they received the new recharger but now they couldn't recharge the implantable neurostimulator (ins) and couldn't turn it on. When they attempted to recharger the ins there was no connection. Patient mentioned they spoke with manufacturing representative 3 days ago. Agent walked the patient through on how to do passive recharge and the got 94 in the middle. Agent advised the patient to do a passive recharge and call patient services if they needed further assistance. Pt called back stating they called earlier and got the ins charged but the stimulation therapy would not turn on. During call pt was on group c program 1 and when they attempted to increase intensity they got settings not available; pt had no other groups to try. Pt had no recent falls or traumas. Pt was redirected to their healthcare provider (hcp), pt noted their appointment with their doctor was next week tuesday.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last couple 3 weeks they have been intermittently seeing a "can't connect" message when attempting to turn their stimulator on. Patient spoke with manufacturing representative today and was instructed to call patient services for a new battery pack. Patient unlocked controller and reported no device found. Agent asked if this was the message patient had been referring to seeing and patient stated no, it was a different message. Patient reported no visible damage to controller port, controller battery compartment pins, or battery pack. Patient noted the recharger is a little worn where the cord meets the paddle. Agent had patient reset controller and connect the recharger; patient reported seeing system problem rm04. Patient confirmed this was the message they had been seeing. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H6 : code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient .it was reported that manufacturer representative reprogrammed the controller. The issue is resolved.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that a manufacturer representative (rep) came to his office and reprogrammed the controller.